Event description:
The reporter noted "pt came back with surgical site infection reporting as cellulitis." Add'l clinical info was requested by integra. On (B)(6) 2011, the customer reported the pt had the product implanted during "spine surgery." No further info was provided.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.